Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the calcified plaque resulting in the reported failure to advance. Manipulation of the device ultimately resulted in the reported stent dislodgement. Additionally, the treatment appears to be related to the operational context of the procedure as several balloon catheters were advanced in an attempt to dilate the dislodged stent. Balloon catheters were eventually able to dilate the stent and appose the stent to the vessel wall in an unintended area. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during advancement to the left anterior descending (lad), heavily calcified lesion, a 3.5x18mm xience prox stent dislodged on calcified plaque before reaching the target lesion. Several balloon catheters were advanced and were eventually able to expand the stent and appose the stent to the vessel wall proximal to the lesion, an unintended area. There was no adverse patient sequela. There was no clinically significant procedural delay. There was no additional information provided regarding this device issue.